Manufacturer narrative:
Additional information was received that the ipg only heated up during the charging process. No further information could be obtained.

Event description:
A report was received that the patients ipg was heating up. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn.

Event description:
A report was received that the patients ipg was heating up. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.